Event description:
It was reported that the cardiac resynchronization therapy-defibrillator (crt-d) device reached early battery depletion. It was also reported that the rapid battery depletion maybe related to chronic high left ventricular (lv) output as well as recurrent tachyarrhythmia. Therefore the crt-d device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.